Event description:
It was reported that the zimmer air dermatome ii was not producing good grafts, had jagged edges and skipped. It was noted that the blades had to be changed after every two grafts. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.